Event description:
It was reported that the right atrial lead exhibited loss of capture in the bipolar configuration. The lead was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.